Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and the evaluation is complete. The homechoice device received a returned instrument testing evaluation. This evaluation included visual inspection, functional and electrical testing of the device. The increased intra-peritoneal volume (iipv) event was verified through an event history log review. The cause was false empty detect and use error with initial drain alarm setting inappropriately programmed. Homechoice and homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intra-peritoneal volume (iipv) situation. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
While troubleshooting for an unrelated alarm on a homechoice (hc) device, a technical service representative (tsr) discovered that a home patient (hp) drained 6738ml of solution during drain 1 of 3 of automated peritoneal dialysis (apd) therapy. The fill volume was 2500ml. Nothing unusual was noted during troubleshooting for the increased intra-peritoneal volume (iipv) event. The tsr instructed the hp to end therapy and perform a manual drain. The tsr then initiated a swap of the device and discussed the use of continuous ambulatory peritoneal dialysis (capd) until a new hc arrived. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been returned, and a device evaluation is currently underway. Should additional relevant information become available, a follow-up report will be submitted.